Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited distal end burnt and image was black. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it appeared that a high-energy endo therapy accessory (laser, high frequency, etc.) Had been used without ensuring a sufficient distance from the distal end. Moreover, it was presumed that the lack of image had occurred due to breakage of the image sensor unit. The breakage might have resulted from the application of irregular stress to the distal end during user handling or from water invasion of the device from the broken location. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. The event can be detected/prevented by following the instructions for use in: bf-290 series operation manual chapter 3 preparation and inspection. IFU states about warning when using high-energy endo therapy accessories as follows: bf-290 series operation manual chapter 4 operation 4.3 using endo therapy accessories. Precautions: caution; turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity. Olympus will continue to monitor field performance for this device.